Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed an inaccurate cgm reading on (B)(6) 2013. Patient reported no injuries or medical intervention at the time of contact with dexcom technical support.